Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the pump made it through the standard startup sequence but never made it to the menu. Instead, there was just a number 1 on the screen. It was a system error and the screen was blank with the exception of the small number 1. The unit was triaged and the reported issue was confirmed. A corrupted component was found and the printed circuit board was missing. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that the pump made it through the standard startup sequence but never made it to the menu. Instead, there was just a number 1 on the screen. It was a system error and the screen was blank with the exception of the small number 1.